Manufacturer narrative:
Contact address: (B)(4).

Event description:
The manufacturer's international service technician reported a review of the diagnostic history report confirmed occurrences of multiple error codes. There was no patient involvement.